Manufacturer narrative:
One 72201395 spade drill tip for 2.9 anchor used for treatment, was returned for evaluation. This is a six year old reusable instrument. Periodic maintenance checks are recommended for reusable instruments. Inspection prior to use is required. Wear from repeat use and cleanings was apparent. The product description, code and lot were nearly worn off. Visual inspection confirmed that the diameter of the distal shaft had rotational surface skiving. There were dings and chips noted on the spade. The very distal tip was rolled over as with blunt force. Contact with other instruments or devices had occurred. These symptoms indicate that grit from the skiving produced the shedding observation. Per instructions for use: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that the device was peeled off when screwing the bone. No delay and a back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One 72201395 spade drill bit for 2.9 anchor used for treatment, was not returned for evaluation. This is a reusable instrument. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the instruction for use recommendation is critical for ease of insertion and successful anchoring. Per instruction for use: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ product met specifications upon release to distribution.